Manufacturer narrative:
This report is submitted on october 29, 2021.

Manufacturer narrative:
This report is submitted on august 9, 2021.

Event description:
Per the surgeon, the patient experienced pain. The device was explanted on (B)(6) 2021. T is unknown if there are plans to re-implant the patient with another device.